Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. Traces of oily contamination were observed in the device's air path. The device's sensor board, system board and blower motor were replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.